Manufacturer narrative:
(B)(4). Reference associated file MFR report # 9616066-2014-01056, (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Previously the customer experienced a volume inaccuracy issue in (B)(6) 2014 with the duo set model 72151, they decided to change to two single sets model codes 72504e-0006 and 72313-0006 (one for vamin and one for lipid). Information received from the customer suggests that they might have experienced one or more over infusions when using these two new sets during a tpn infusion, however, the information is unclear on which of the two sets they have had the issue or the margin of inaccuracy experienced. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. Although requested, no additional information was provided.